Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation not related to the customer reported complaint: the instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The complaint regarding a broken wire was confirmed by failure analysis. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path.